Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a pump which failure code "344071395000" was confirmed by service. The cause of the reported condition was found to be a software failure. The failure code is not attributed to a hardware defect and was not reproduced after cycling the power to the pump. No repairs are required to fix the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code "344071395000"; this condition had the potential to interrupt delivery. This condition was found upon power up in the ccu. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.